Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 2/15/2022, it was reported by a sales representative via email that an ar-7242 needle is extremely dull. This was discovered during an unspecified time. Additional information received 2/18/2022: this was discovered during a brostrom repair procedure and a new fiberwire was opened to complete the case. No further issues has been reported.